Event description:
It was reported that interrogation of the implantable cardiac monitor (icm) detected a three second pause with noise. There was also a variation of r-wave amplitude and undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.